Event description:
During or case, stryker drill being trialed malfunctioned twice, causing suboptimal evacuation of subdural. Two different handpieces and two different boxes were used with similar results.